Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This medwatch report is in response to receipt of maude event report (B)(4).

Manufacturer narrative:
(B)(4). It was reported by the patient that she underwent a gynecological procedure to treat pelvic organ prolapse on (B)(6) 2007 and mesh was implanted. In early 2008, the patient experienced vaginal bleeding and the mesh was starting to protrude through the skin. After several times of trimming the exposed mesh, the physician told the patient that she needed surgery to repair the mesh. In 2008, and again in 2010, the patient had surgery to repair the mesh. The patient reported both these surgeries were not successful. The patient continues to bleed constantly, experience pain, discomfort, erosion, formation of scar tissue, neurologic compromise to structures and tissues and requires additional surgeries. No additional information has been provided.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced pain, extrusion, bleeding, recurrence and vaginal scarring. It was reported that on (B)(6) 2008 and (B)(6) 2010 the patient underwent mesh revision due to mesh exposure. It was further reported that on (B)(6) 2011 the patient underwent revision due to mesh exposure. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported by the patient that she underwent a gynecological procedure on (B)(6) 2007 and a posterior pelvic floor mesh was implanted. In (B)(6) 2008, the patient experienced vaginal bleeding and the mesh was starting to protrude through the skin. After several times of trimming the exposed mesh, the physician told the patient that she needed surgery to repair the mesh. In 2008, and again in 2010, the patient had surgery to repair the mesh. The patient reported both these surgeries were not successful. The patient continues to bleed constantly, experience pain and discomfort. Additional information has been requested.